Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for low blood glucose. The blood glucose reading at time of the call was 48mg/dl. It was stated that the customer had been drinking. It was stated that all the settings were correct. Time and date were correct. It was stated that the nurse thinks the customer may have over bolused. No further info was provided.